Event description:
Boston scientific crm received info that during a routine device change out procedure, the ventricular lead could not be removed from this device header. It was noted that the setscrews were fully loosened. Heparinized saline was used and eventually, the lead was successfully removed. No adverse pt effects were observed. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, all setscrews moved freely and operated normally. Microscopic visual inspection noted that the ventricle retainer rings were bent upward. This would indicate that excessive force was used to retract the setscrews. No other irregularities were observed. The device header was separated from the header and a cut was made behind the proximal connector blocks to further inspect the inner seal rings. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in the ventricle inner seal rings. No evidence of silicone to silicone bonding in the atrial inner seal rings.